Manufacturer narrative:
(B)(4). The investigation of the returned device is still in progress at the time of this report. A follow up report will be submitted at the completion of the device evaluation.

Event description:
Customer complaint alleges "the end component fell off". Alleged event reported as occurred during use. No report of patient harm. Patient condition reported as "fine".

Event description:
Customer complaint alleges "the end component fell off". Alleged event reported as occurred during use. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the airway tube was detached from the back plate. It was also found that there was insufficient glue on the area where the airway tube is attached to the back plate. A sample was taken from current production at the manufacturing facility (before and after sterilization) and the back plate was removed. The gluing area was compared with the returned complaint sample. It was found there was insufficient glue on the production sample as well. The complaint was confirmed. A non-conformance was opened to address this issue.